Manufacturer narrative:
A review of the device history record was performed and all products tested met finished goods testing requirements for the lot prior to release. Retained samples from the same lot were tested for tensile strength and all samples passed. A cause of the malfunction could not be established.

Event description:
According to the reporter, during the procedure, the episiotomy suture lines was breaking down and there was gaping of lines. It was also reported that the thread broke. Another suture was used to complete the case and resolve the issue. There was no patient injury.